Event description:
Notified on 08/02/2005. Event report received from scientific studies: chest pain and hemothorax on chest x-ray. Thoracotomy performed. Confirmed ventricular lead perforation. Lead tip cut off and the perforation was required. No oos form of clinical information received.

Event description:
Event report received from scientific studies: chest pain and hemothorax on chest x-ray. Thoracotomy performed. Confirmed ventricular lead perforation. Lead tip cut off and the perforation was repaired. No oos form or clinical info received.